Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a hardware removal for suspected infection was performed. The implants were replaced on an unknown date in 2017. Patient outcome is unknown. This report is for one (1) 6.5mm midfoot fusion bolt 115mm. This is report 3 of 4 for (B)(4).